Event description:
This is the second of two reports (same incident, different products) mayfield tristar adapter (attached to the a2009 base unit) was attached to plate which was attached to the crw frame. When the doctor wanted to reposition the patient, the adaptor was unscrewed from the plate. When they went to retighten the torque screw on the adaptor, it became stuck and would not fully engage to the plate. The equipment had to be taken apart and the tristar and plate had to be replaced by using another base unit, adaptor and plate. No harm or injury to patient. Surgery delay was 45 minutes. Additional information has been requested. Linked to mfg report number: 3004608878-2015-00322.

Manufacturer narrative:
Integra has completed their internal investigation on 02/02/2016. The investigation included: methods: -evaluation of actual device -review of device history records. -review of complaint history. Results: evaluation of device: mayfield service notes with respect to the tri star adaptor: the torque knob threads are cross threaded in the crw adaptor and the torque knob handle has deep gouges on it, and needs to be replaced. The crw threaded hole insert is coming out of the adaptor. DHR: no lot was provided for the crwma no new design or manufacturing trends have been identified. Root cause: the torque knob threads are cross threaded in the crw adaptor.